Event description:
The pt was implanted with a left ventricular assist device (lvad). The mgr of perfusion services reported that the pt had exchanged system controllers five times over a period of two months due to experiencing various red heart alarms. The power base unit (pbu) cable was returned to the MFR for eval.

Manufacturer narrative:
The returned pbu cable was connected to a mock loop test set up for functional testing. The test pump appeared to operate normally with the system voltage stable at a lower than normal level of 12.0 volts (normal 12.7 to 13.0 volts). The black lead was disconnected and the system voltage decreased to 11.9 volts; however, the system operated as intended with a normal power cable disconnect alarm. The black cable was reconnected and the white cable was disconnected. The test pump immediately stopped and the system controller was alarming with a red battery and red heart condition for critical low voltage and flow, confirming the reported event. Further eval of the pbu cable revealed evidence of conductor breakdown adjacent to the y-junction of both the black and white power leads, which most likely resulted from cyclic flexing during use. This conductor breakdown resulted in a significant resistance variation across the cable resulting in a lower output voltage to the system controller. No further info is available. The MFR is closing its file on this event.